Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during fill tubing with a new 23-inch infusion set after a successful dry run, with the alert reappearing around 20 units dispensed despite no visible large air in the cartridge and a properly seated connector needle; the user then changed only the tubing and connector and was able to resume insulin delivery. Symptoms included interrupted insulin delivery without reported hypoglycemia or hyperglycemia. Outcomes included temporary loss of therapy until the tubing and connector were replaced, after which therapy resumed. Investigation included troubleshooting and education over the phone, verification of setup steps, and component replacement at the user level. Investigation of this case revealed an occlusion or flow restriction localized to the initial tubing and/or connector consistent with a fill-tubing failure, with subsequent resolution after replacing those components, indicating a component-related obstruction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient supply issue attributable to the tubing or connector.